Event description:
It was reported that the patient passed away but the cause of death is unknown. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep. Attempts were made for additional relevant information but it has not been received to date.

Event description:
It was reported that this patient did not pass away, and that the patient is still alive. No other relevant information has been received to date.